Manufacturer narrative:
Adverse event/and or product problem was corrected to include adverse event, associated with the surgical intervention to replace the pump. Outcomes attributed to adverse events was corrected to indicate intervention was required. Type of reportable event was corrected to serious injury, due to the surgical intervention. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative on 2017-sep-11. The pump was returned to the manufacturer for analysis on september 21, 2017. The device was replaced on (B)(6) 2017. It was indicated the patient was not in a clinical study, the pump was used with/in the patient for treatment, there was no patient death and no patient injury, and the patient recovered without sequela. No rotor or dye studies had been performed. A review of the returned pump logs indicated the device had been used to deliver 35 mg/ml of fentanyl, 3.0 mg of clonidine, and 20.0 mg/ml of ketamine. (Of note, it was previously reported the device had been delivering 3 mcg/ml of clonidine) the pump had been examined on (B)(6) 2017 at 08:39, with the last change occurring on (B)(6) 2017 at 14:37. The pump was currently in minimum rate infusion mode, delivering 0.215 mg/day of fentanyl, 0.0184 mg/day of clonidine, and 0.123 mg/day of ketamine. The logs confirmed the pump was in safe state and a reset had occurred, and the elective replacement indicator (eri) was at less than one month. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided by the healthcare (hcp) provider on (B)(6) 2017. The patient's weight was provided as (B)(6) pounds. It was indicated the device had been replaced due to "pump life," and the device issue was also described as "pump life." Regarding the cause of the issue, it was reported the pump was ready for replacement. The onset of the issue was provided as (B)(6) 2017. The patient's outcome was reported as good following the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s weight was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the pump was not refilled or reprogrammed because it could not be guaranteed that it would not again go into a safe state mode. The elective replacement indicator (eri) was less than one month, and replacement was planned prior to [low battery reset and safe state] occurring. The low battery and safe state had not been resolved. The pump was going to be sent back.

Manufacturer narrative:
The pump was returned and analysis identified that a low battery reset had occurred, which resulted in a failure during functional testing in the lab. However, a root cause could not be determined. Destructive analysis found gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. (B)(4) . Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative regarding a consumer. It was reported that the pump is scheduled to be replaced on (B)(6) 2017 and that the manufacturing representative would send it back for analysis. The drug was listed as fentanyl 35 mg/ml with a daily dose of 11.5 mg/day before the reset. Additional information was received from a manufacturing representative on 2017-aug-31. It was reported that they replaced the pump and they would send it back for analysis. Assistance with silencing the alarm was requested. It was reviewed that the active alarm could be silenced but an alarm could start occurring again. It was also reviewed to permanently shut off the alarm would mean the pump would need the password and that analysis typically wanted pump to come back the way they came out to get a better analysis. It was indicated that they would leave the pump "as is" and send back. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative on 2017-aug-09 regarding a patient receiving fentanyl (35 mcg/ml), clonidine (3mcg/ml), and ketamine (20mg/ml) all at unknown doses via an implanted infusion pump. It was reported that the patient was supposed to have the pump replaced on (B)(6) 2017, but the pump could not be replaced at that time as the patient was hospitalized in (B)(6) 2017 for reasons not related to the device or therapy. At the time of report, it was noted that the time to elective replacement indicator (eri) was less than one month. The expected reservoir volume (erv) was noted to have been 1.6ml and the low reservoir alarm was set at 1ml. The patient thought they heard the low reservoir alarm. The representative was called in to assist with the pump refill, but upon interrogation of the pump it was noted that safe state occurred. Per event logs, a low battery reset occurred on (B)(6) 2017 and all the events in the log were confirmed as low battery reset. No patient symptoms were reported, and the representative was to confer with the patient's healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative on 2017-sep-14. It was reported that the pump was returned on (B)(6)2017. No further complications were reported or anticipated.